Manufacturer narrative:
Product complaint # (B)(4). Corrected lot number d4. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected g3 awareness date of follow up # 2 to (B)(6) 2021, since it was reported in error.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed h10 additional narrative: added: h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture musculoskeletal system (e16). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical code: removed code for appropriate term/ code not available (e2402) which captures heterotropic ossification and replaced with calcification (e230901).

Event description:
On (B)(6) 2020, the patient underwent bilateral primary knee arthroplasty to address osteoarthritis. Depuy products and cement were utilized in both knees. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a bilateral knee evaluation. In the right knee, the patient was experiencing pain, discomfort, swelling, and a palpable pop when going from flexion to extension. On (B)(6) 2021, the patient underwent a right knee arthrotomy with ostectomy of heterotopic bone of dorsal femur. The surgeon noted a significant amount of crepitus under the extensor mechanism of the right knee. The surgeon also noted excising moderate hypertrophic synovitis. No products were revised. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a post-operative evaluation of the right knee. The patient was noted to be doing very well with no issues.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for heterotopic bone in suprapatellar pouch : pain, severe. Event is serious and is considered moderate. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020 date of event (onset): (B)(6) 2021 (right knee). Treatment: arthrotomy with ostectomy of heterotopic bone.